Event description:
Caller alleged discrepant results compared with lab. Results as follows: see scanned table. Caller alleged imprecision with inratio. Results as follow: see scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 11/07/06, inratio: 4.8(8pm), lab: 2.93(8am), mean: 3.865, confidence limits: 2.3-5.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. The time interval between lab and inratio was > 3 hours. Per internal procedure, the comparison was considered invalid. Inratio precision data provided by end-user lot 060218: 9/15/06 inr=3.8; 9/27/06 inr=3.2; 10/9/06 inr= 7.0; 10/27/06=5.1. All the inratio values were done > 3hours. Per internal procedure, the comparison was considered invalid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. See scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.